Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer discovered that the waste drain was filled with fungus and requested that field service investigate the issue. The field service representative confirmed fungus in the high concentration waste line and optimized the system by performing maintenance and replacing several parts. The issue in question is adequately addressed in product labeling. Obstruction in the high concentration waste tubing can be detected during the weekly maintenance procedure to observe tubing for blockage. Review of quality metrics did not identify an adverse trend for the customer issue. No deficiency or malfunction was identified.

Event description:
The customer stated that falsely decreased (sometimes critically low) architect sodium results were generated for patient samples that retested 10 - 20% higher. One example was provided. An initial low result of 108 mmol/l retested at 138 mmol/l. The patient was redrawn and testing confirmed the result of 138 mmol/l. No impact to patient management was reported.